Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at left side c7 with a max diameter of 6mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with 9mm diameter. The landing zone was 4.1 mm distally and 5.1 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal.  It was reported that the vessel was tortuous, and the stent microcatheter was difficult to advance into position. When preparing to deploy the ped stent, the marksman microcatheter broke, making it impossible to deploy or retrieve the stent. The angiographic result post procedure showed smooth blood circulation. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include microport)u-tack 5f-115 sheath.

Manufacturer narrative:
Continuation of d10: product ID ped-500-18 (lot: d061249); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.